Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
A zkb00 intraocular lens was explanted from the right eye of a patient. The reason for the explant is unknown. The incision was enlarged. No sutures were required. There was no patient injury. Another lens of the same model but a higher diopter was implanted. No additional information has been provided.

Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 09/19/2016. Device returned to manufacturer - yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection revealed that the lens was cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.